Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on getting on getting date') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("tooth pulled") and experienced dental caries ("excessive tooth decay"), overweight ("overweight"), arthralgia ("hip pian") and hypoaesthesia ("numbness in feet"). The patient was treated with surgery (scheduled for essure removal surgery). At the time of the report, the medical device removal, dental caries, tooth extraction, overweight, arthralgia and hypoaesthesia outcome was unknown. The reporter considered arthralgia, dental caries, hypoaesthesia, medical device removal, overweight and tooth extraction to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : hip pain, numbness in feet, overweight. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- hip pain, numbness in feet, overweight. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on getting on getting date') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("tooth pulled") and experienced dental caries ("excessive tooth decay"). The patient was treated with surgery (scheduled for essure removal surgery). At the time of the report, the medical device removal, dental caries and tooth extraction outcome was unknown. The reporter considered dental caries, medical device removal and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: information received via social media. The case was upgraded to serious incident. Event medical device removal was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.